Manufacturer narrative:
Device evaluation: the actual motor device was received for evaluation. The motor device was evaluated and the reported condition was duplicated and confirmed. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).

Event description:
Report rec'd from the USA stating that, during pre-testing, the motor device "appeared to have air escaping from outside the hose." No delay in surgery was observed as an identical spare motor device was available. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The motor device was not rec'd for eval. If add'l info is rec'd, a supplemental report will be sent.